Event description:
Event description guidant received information that this implantable ventricular lead and implantable cardioverter defibrillator exhibited low shocking impedance of <20 ohms during an implant procedure. After successfully inducing the patient into ventricular fibrillation (vf), a shocking impedance of <20 ohms was observed at a 21 joule shock. This shock did not convert the patient. A shocking impedance of <20 ohms was again seen as a 31 joule shock was delivered. This delivered therapy was successful in converting the patient. The physician elected to remove both the device and lead, and replace them with a similar system. The lead and the device have been returned for analysis.